Event description:
This event involved a patient who experienced inadequate power charge in the batteries approximately 2 years after heartware lvad implantation. The hospital stated that the patient reported that 4 of his/her batteries will not hold its power for more than two hours. The patient has made multiple attempts to charge the batteries in different power outlets for long periods of time. However the batteries did not charge adequately. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of four reports (3007042319-2013-00146, 3007042319-2013-00147, 3007042319-2014-00422, and 3007042319-2014-00423) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. (B)(4) passed visual examination but failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of four reports (3007042319-2013-00146, 3007042319-2013-00147, 3007042319-2014-00422, and 3007042319-2014-00423) submitted for devices related to the same event.